Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient described the rash as getting ready to start bleeding and infected. There were no reports that the rash did start bleeding or became open. Patient reported that a physician told her to apply cortisone cream. Follow up indicated that the cream is helping with the skin irritation.